Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the uretero-reno videoscope exhibited a black liquid that came out of the pipe. Water came out from the areas around the control section. There were no reports of patient involvement.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see corrections to e1, e3, updates to d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was partially confirmed. There was water found coming from areas around the control section, however, the reported black liquid coming out of the pipe was not confirmed. Based on the results of the investigation, regarding the reported black liquid, it is likely that there was a possibility the foreign material could not be removed due to a physical damage of the device. The root cause of this, and the water coming out around the control section could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.